Manufacturer narrative:
Unit received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that their insulin pump had a display anomaly. Customer stated that the screen was white and a portion of it had lines making it unreadable. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.